Event description:
Patient's mother reported that the pump's usb port was sticking, resulting in difficulties charging the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support, and no additional information was provided.